Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. The customer experienced a blood glucose level displayed as "high", although specific value was not provided. A manual correction injection was administered to address elevated bg. After unpairing and re-pairing the mobile app with the pump, the caller successfully paired the pump and accessed the load cartridge menu without further help, resolving the issue with the app.